Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis, dislodged and bent cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 600 mg/dl. The patient was vomiting, as well. For treatment, the patient's was given intravenous (IV) fluids and insulin. The cannula was dislodged and bent. The patient was discharged after 2 days.